Event description:
It was reported that the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply, and replaced a 3 volt coin battery. The system operates as intended.